Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported that during an atec sapphire breast biopsy procedure on (B)(6) 2026, the user observed "the cord attached to the footswitch on the side of the device, the plastic coating cracked near the vacuum and has exposed "wires." It was further reported that the patient procedure was not completed. Several attempts to obtain additional information from the user were unsuccessful. No patient harm was reported, and no additional information is currently available.